Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the user reported rising blood glucose (bg) after completing a supply change with an inset 23" infusion set. The cannula was removed and found to contain blood, indicating site failure. Blood glucose (bg) was corrected with a full supply change. The highest blood glucose (bg) recorded was 327 mg/dl. The user's reported symptom during the event was heart palpitations. No outside assistance or medical intervention was required.